Event description:
It was reported that the patient presented experiencing bradycardia. Upon interrogation, it was noted that the pacemaker caused failure to capture and low pacing impedance. The pacemaker was explanted and replaced. The patient was in stable condition throughout the procedure.